Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5077837.

Event description:
It was reported that the patient underwent a rectal surgery for prolapse in 2015 and the mesh was implanted. The patient experienced bleeding from rectum as dark orange blood. The patient was unable to go to bathroom and had bowel movements issue. The doctor opined that nothing is wrong with the mesh. The device is still implanted. No additional information is available.